Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor. The consumer reported a sudden zapping on (B)(6) 2016. It was noted the patient programmer antenna was damaged. The patient called back later that day and reported they were able to connect and turn stimulation down to a comfortable setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.